Manufacturer narrative:
The report device is currently being evaluated by conmed and additional information is being requested from the user facility. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 60-8005-001, system 5000, caused the patient to feel a shocking sensation. A request for more information has been made but to date has not yet been received. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint is unconfirmed. The returned device was checked before starting preventive maintenance, the power output, peak voltage, arm circuit and leakage are in specification. The preventive maintenance needs: update sw to r19; replace loose xfmr a7t3 and put grey rtv under as well as a7t6; replace led a2d1 (all output ports are dark). The preventive maintenance is overdue. The unit passed final test. The service history was reviewed and no data was found. A review of the DHR found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame 26,674 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00007 per the instructions for use, the user is advised the following; there are no user serviceable parts in this equipment. Improper servicing of this equipment could result in improper operation and present a risk of electric shock. Improperly connecting test equipment can cause electric shock and destruction of equipment. Loss of power supply isolation can cause electrical shock. The system 5000 should be performance tested by a hospital qualified biomedical technician at least every year. This issue will continue to be monitored through the complaint system to assure patient safety.